Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following section for the new information from the customer: h10 .the customer identified they were able to carry out reprocessing of the device per the user manual prior to returning the device to the manufacturer for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter observed on the forceps stopper cap, air/water cylinder, suction cylinder, bending section cover and insertion tube appeared to be an adhesive used by the customer, but otherwise could not be identified. The root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and the facility reported that the device reprocessing was performed in accordance with the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the grip was scratched, there were discolorations on the grip, right/left knob, up/down knob, control unit, scope cover, scope connector cover, scope connector case, plug unit, and the universal cord, the auxiliary jet channel was damaged and prevented water supply, the adhesive around the light guide lens was cracked, and the adhesive on the protective coating of the bending portion of the device was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope was preventing the cleaning brush from being inserted. The issue was found during preparation for use. Inspection and testing of the returned device found foreign materials assumed to be adhesive in the forceps channel port, the air/water cylinder, the camera cover, the suction cylinder, and the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.